Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-09662. It was reported the patient experienced ineffective pain relief because of changes in their charging patterns due to frequent system recharge requirements, as a result, surgical intervention was undertaken on (B)(6) 2018 wherein the entire scs system was replaced with a new one which resolved the issue.